Event description:
It was reported that during testing there was no problem but after 3 hours on the 2nd injection there was a leak. The event occurred before patient use during priming, no patient harm/adverse event reported.

Manufacturer narrative:
Device evaluation: one used device was returned without the original package. Upon inspection of the connector of the returned sample, we found that the hinge was broken. This is considered to be an event caused by the supplier and design. We will continue to monitor this complaint trend. A device history record (DHR) review could not be performed as the lot number was unknown.